Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted after displaying a yellow screen for low impedance. No adverse patient effects were reported. The device is to be returned for analysis.